Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad button cover was peeling, but all of the keypad buttons were responsive. Contamination was observed on all of the button contacts. The battery compartment was found to be cracked below the grip pad. The display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the button contacts had evidence of contamination, the battery compartment was cracked, and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.